Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the imaging window twist began 22 cm from the lap joint section. No imaging core windup was found within the telescope section or the sheath section of the device. Impedance testing showed an electrical open at the proximal end of the catheter from 130 to 140 cm. Based on the evidence, the as reported code of image lost is confirmed.

Event description:
Reportable based on device analysis completed on 11 apr 2024. It was reported that visualization issues occurred. The stenosed target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion, but the ivus had no image. The procedure was completed with another of the same device. There were no reported patient complications, and the patient remained stable. However, device analysis revealed that the imaging window was twisted.